Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating an open safety valve. Patient involvement is unknown. The reported issue with technical error code has been confirmed during evaluation of the provided problem description. According to the information from our field service engineer no parts were found faulty hence nothing was replaced and returned. Since no parts and no logs were available for further evaluation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. Patient involvement is unknown. Manufacturer's ref #: (B)(4).